Event description:
It was reported that the customer had high blood glucose levels of 265 mg/dl. The customer treated manual insulin injections. Troubleshooting was done. The customer was advised that the reservoir of the insulin pump might be occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).